Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ short pen needles experienced cannula break off. This is 1 of 2 related events. The following information was provided by the initial reporter: spouse of consumer reported, patient end fell from hub onto her couch. (Could not confirm if this was "before injection or after injection) stated, "the gray part will not stay on pen needle after use." Stated, she is not sure if her husband is referring to "needle shield or outter cover."

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the bd ultra-fine¿ short pen needles experienced cannula break off. This is 1 of 2 related events. The following information was provided by the initial reporter: spouse of consumer reported, patient end fell from hub onto her couch. (Could not confirm if this was "before injection or after injection"). Stated, "the gray part will not stay on pen needle after use". Stated, she is not sure if her husband is referring to "needle shield or outter cover.